Event description:
It was reported that the inserter was not in the incision far enough and the lens opened outside of the eye. It was also noticed that the trailing haptic was bent. The incision was enlarged to remove the lens and another lens of the same model adn diopter was implanted. Reference MDR #: 1313525-2015-01983 for the lens involved in the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.